Event description:
Account reports getting discrepant sodium results for multiple pt samples. Exact number of pt samples impacted not provided. Only one pt example provided. Initial sodium gave 131 mmol/l; repeated 137 mmol/l. Initial result was reported. Pt not adversely affected. The field service rep found the cause of the discrepancy to be contaminated solutions which were replaced. Performance tests were performed.